Event description:
The pacemaker and two bipolar sorin leads were implanted on (B)(4) 2015. Reportedly, leads polarities were not reprogrammed in the box prior to implant, and the pacemaker was not re-interrogated after the implantation. Upon interrogation on (B)(6) 2015, the pacemaker was found programmed in unipolar pacing and sensing for both leads.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The pacemaker and two bipolar sorin leads were implanted on (B)(6) 2015. Reportedly, leads polarities were not reprogrammed in the box prior to implant, and the pacemaker was not re-interrogated after the implantation. Upon interrogation on (B)(6) 2015, the pacemaker was found programmed in unipolar pacing and sensing for both leads.